Event description:
The aorta was characterized with having an irregular shaped neck. Post angiogram performance on the zenith endovascular graft placement noted a proximal type I endoleak. The proximal sealing stent was re-ballooned several times in an effort to resolve the endoleak. Due to the angulation in the neck, the physician elected to deploy another MFR's main body extension at the site of the endoleak. The extension was deployed successfully, showing a resolve of the endoleak during the examination of the completion angiogram.